Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: the actual sample was returned for evaluation. Occluded valve: the inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Leak: welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection,and no void,hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Based on the present analysis, it is determined that the reported complaint is not related to the manufacturing process and other external causes could have affected the product integrity such as handling,non-proper usage or any other possible contributor.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # pc - pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown mammary gland surgery on (B)(6) 2018 and a reservoir was connected to a drain. During the procedure, the suction could not be done properly. Another like device was used with no adverse patient consequences. No additional information was provided.